Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 3039 - cautery tip, health effect - impact code: 4614 - serious injury/illness/impairment , health effect - clinical code: 4582 - no clinical signs, symptoms or conditions , medical device problem code: 2595 - sparking , investigation findings: 3233 - results pending completion of investigation . Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, a spark appeared at the front end of the electrocautery which is considered as serious injury. *there was a slight delay in the procedure, *product was changed out, *procedure completed successfully.

Event description:
Spark appeared at the front end of the electrocautery.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 8, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 11, 3331, 120, 19) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records investigation findings: 120 - electrical problem identified investigation conclusions: 19 - cause traced to user the affected sample was inspected upon receipt to confirm a burned v-cutter. The condition of the returned sample did not allow for electrical testing. A retention sample was previously inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.